Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient checked the tubing and found that it had completely broken off from the plastic connector at the end of the tubing that connects to the infusion site. The patient changed the infusion set to resolve the issue. There was patient involvement, with no reported harm.